Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement. The patient notifier for high voltage out of range would be programmed off and the patient continued to be monitored. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.